Event description:
During a cardiopulmonary bypass procedure, the roller pump stopped and started 3 times. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.